Event description:
It was reported that during a laparoscopic gastric procedure, a metallic sound was heard from the device during use. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was attached to the generator and displayed the error code 5 screen. The device was then disassembled to inspect the condition of the internal components and it was noted that the retention pin had the insulation damaged. The device blade and hand activations buttons were tested and no anomalies were noted with their functionality. It is possible that the damaged to the retention pin happened during the assembly process.